Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 7f sheath (model unknown). A cross over to the superficial femoral artery was performed. Peri-procedure, the patient was anticoagulated with 8,000 units of heparin. A pre-procedure femoral angiogram showed the vessel size approximately 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician did not shuttle down far enough and the advancer tube was not present after the removal of the sheath. The device was removed and the patient was converted to 15 minutes of manual compression, then a femostop was applied for 1 hour. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.